Manufacturer narrative:
The insulin pump was received intermittent button response due to corroded keypad traces. No button error alarm. The device had minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, and missing end cap sticker.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump alarmed button error. Customer's blood glucose was 109 mg/dl. Customer stated she wears the device in her bra and have gotten a little moisture. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.